Event description:
It was reported that during a therapeutic endoscopic bronchial valve insertion, a small plastic piece on the distal end of the bronchovideoscope was chipping and breaking into the patient. The procedure was completed with the same device. No additional information was available.